Event description:
On (B)(6) 2012, the pt underwent repair of a thoracic aortic aneurysm. Prior to the procedure, a spinal drain was placed. There was difficulty advancing a 24 fr gore dryseal sheath into the right external iliac artery; therefore, a conduit was performed and a gore excluder aaa endoprosthesis contralateral leg component was implanted intentionally covering the right hypogastric artery. This enabled the implant of two conformable gore tag thoracic endoprostheses. After the conformable gore tag thoracic endoprostheses were implanted the pt's pressure dropped. It was noted that the 24 fr gore dryseal sheath caused a tear of the right external iliac artery. A bard covered stent was implanted. Then a viabahn device was implanted bridging the previously implanted contralateral leg component and the bard stent. About an our after the procedure, the pt was paraplegic.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.